Event description:
Caller reported cgm error 42, which involved the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions to reset the pump, and after following these steps, the customer successfully started their sensor session without reoccurrence of the cgm error code.